Event description:
It was reported that an alert was triggered due to high impedance on the superior vena cava (svc) coil and was found to have an apparent fracture. The right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224drg ICD, implanted: (B)(6) 2009. (B)(4).